Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer treated blood glucose level by manual injection. Customer stated that the pump was in her pocket. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.